Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a x-ray sponge. The customer reports the x-ray sponge is fraying.